Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from (B)(4) to (B)(4) while the pump was connected to a power source. It was also reported that when the pump was plugged into a power source, the pump would not recognize the power source. There was no impact to the customer's blood glucose levels. It was indicated that the customer had an alternate pump for diabetes management.